Manufacturer narrative:
The investigation summary was completed on (B)(6)2020. It was reported that a male patient (100 kg) underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was tried to be removed from the patient¿s body, it could not be retrieved. A venogram was done to see what the issue was. It was noticed that the distal electrode of the sheath was pinched and had a sharp edge. No detachment of any sheath component was observed. When the sheath was attempted to be removed, it was getting caught on the valve of the vein. The sheath could be safely removed. It was noticed the patient had some bruising around the access site. No medical/surgical intervention was required either to remove the sheath nor to treat the hematoma. The physician believes he crossed the septum at a very thick portion causing the sheath to get damaged. The patient remained stable throughout the entire process. No extended hospitalization was required. Patient had fully recovered. An analysis was performed on the pictures that were provided by the customer. According to pictures, an electrode was observed damaged. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was visually inspected and there were found several kinks on the shaft and an electrode damaged. Per the complaint several tests were performed. A deflection test was performed and the catheter was found in specification. Device was deflecting correctly. Also, the device was connected to the carto 3 system and it was found in normal conditions. The device was recognized and visualized. Then, a cool flow pump test was performed. No irrigation issues were detected. Finally, an electrical test was performed. No electrical issues were detected. A device history record was performed for the finished device number, and no internal actions related to the complaint were found during the review. The customer complaint, in spite of the electrode lifted, cannot be duplicated as intended. The root cause of the electrode lifted could be excessive force or manipulation but this cannot be conclusively determined. The physician determined that the septum was crossed at a very thick portion during the procedure and this could be the root cause of the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was electrode damage with a sharp/lifted edge. After the procedure, when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was tried to be removed from the patient¿s body, it could not be retrieved. A venogram was done to see what the issue was. It was noticed that the distal electrode of the sheath was pinched and had a sharp edge. No detachment of any sheath component was observed. When the sheath was attempted to be removed, it was getting caught on the valve of the vein. The sheath could be safely removed. It was noticed the patient had some bruising around the access site. No medical/surgical intervention was required either to remove the sheath nor to treat the hematoma. The physician believes he crossed the septum at a very thick portion causing the sheath to get damaged. The patient remained stable throughout the entire process. No extended hospitalization was required. Patient had fully recovered. The medical device entrapment was assessed as not MDR reportable. If the device could be removed without surgical intervention, or without using a different device, then the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The electrode damage with the sharp edge was assessed as an MDR reportable issue. The hematoma event was assessed as not MDR reportable. This event was not life threatening and did not require medical intervention nor prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure. The biosense webster, inc. Product analysis lab received the device for assessment and observed on september 24, 2020 that there were several kinks on the shaft and the electrode was lifted. The kinks were assessed as not MDR reportable. If slight kinks are observed; however, the integrity was not compromised and no internal components were exposed, then the potential risk that it could cause or contribute to a death or serious injury was remote. The electrode damage remains assessed as MDR reportable.